Event description:
It was reported to gore that a pt alleges to have experienced infection, mesh erosion, recurrent stress urinary incontinence and recurrent vaginal vault prolapse after having been implanted with a gore-tex soft tissue patch device. It was reported that the pt alleges having undergone at least one additional surgical procedure. Additional, event specific information has not been provided.